Manufacturer narrative:
Per the clinic, there was no explantation of device. The abutment was removed on (B)(6) 2021 due to infection at the implant site. Additional information has been requested but has not been made available as of the date of this report. This report is submitted on october 27, 2021.

Manufacturer narrative:
This report is submitted on september 30, 2021.

Event description:
Per the clinic, the device was explanted on (B)(6) 2021. Additional information has been requested but has not been made available as of the date of this report.

Manufacturer narrative:
Per the clinic, the patient was treated with oral and topical antibiotics (specific date and duration not reported) and topical steroid (specific date and duration not reported) this report is submitted on december 14, 2021.